Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative mentioned that the site chose not to go through the motion calibration process. Representative reported that the system booted into motion calibration is needed mode/ motion calibration was performed and the system booted into 2d mode. Tested 2d/3d fluoro and all gantry functionality. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system would not close or dock. Perform motion calibration message was displayed. Rebooting the system did not resolve the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: the UDI number has been updated to reflect the correct information.